Event description:
The complainant reported an under-delivery. The amount hung was 500 ml at a rate of 185 ml/hr. The actual amount delivered was 200 ml after 5 hours with 300 ml of feed remaining.

Manufacturer narrative:
(B)(4). The device reported, list number (B)(4), is an abbott product that is marketed internationally which is the same or similar to a device, lot number 52036, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.